Event description:
A falsely elevated high sensitivity troponin I (tnih) result was obtained on a patient sample on an advia centaur cp instrument. The erroneous result was not reported to the physician(s). The sample was repeated twice on the original instrument. The repeat results recovered lower than the erroneous result. The repeat result of 8.05 ng/ml was reported to the physician(s) as correct result. On (B)(6) 2024, the customer sent out the same sample to a reference lab for testing, and the sample recovered with 7.0 ng/ml and 7.0 ng/ml was considered correct. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated high sensitivity troponin I (tnih) result was obtained on a patient sample on an advia centaur cp instrument. Quality control (qc) was acceptable at the time of sample processing. The customer also noticed extra fluid in the solid waste drawer and bubbles in the aspirate probe tubing. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse inspected the instrument, replaced grey pump tubing, verified proper aspiration at all aspiration probes and luminometer waste probe, primed the instrument, and calibrated the aspiration probe bubble detector. The cause of the falsely elevated tnih result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.